Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one endo clip* med/lrg 10mm pistol grip single use clip applier. The instrument was received partially applied with three remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Based on the evidence available a device issue could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue occurred during use of the device in a laparoscopic donor nephrectomy. While clipping a marker band around a vessel, the clip applier did not load when the surgeon squeezed the trigger to load the clip. The surgeon could not squeeze the trigger a second time, and had to fire the clip applier in the cavity in air to allow the handle to release to load the next clip. No clips spit out or dislodged. The surgeon was then able to fire the clip applier successfully, and it was used without an issue for the remainder of the case. There was no patient injury or extension in surgical time.